Event description:
No flash when starting IV until needle was removed. Manufacturer response for bd nexiva closed IV catheter system- dual port, (brand not provided) (per site reporter). Material management is aware one on one meeting with bd quality leadership.